Manufacturer narrative:
H6; code 400: no problem found. Based on the inquiry info received,the visual and functional testing, the lcs16swere found to be confoming. The problem could be replicated by activating the blade while the clamp arm is closed. This is not the correct way to use the product. Co strives to understand each incident as it occurs in order to continuoulsy improve the product.

Event description:
During a pediatric laparoscopic nissen fundoplication an air sound was present when the sheath was placed over the blade and the handles were squeezed with the lcs16. The device was used for a short duration and the sound got louder and the blade stopped functioning. A second device was opened and used with the same results. Clips were used to complete the case. There was no consequence to the pt. The customer requested all same lot devices be returned for analysis.